Manufacturer narrative:
Follow-up # 1 date of submission 06/19/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 06/04/2015 with the following findings:the battery compartment was fully intact; no cracks or damage was observed. Unrelated to the complaint, evaluation revealed that the ok keypad button was intermittently unresponsive. The keypad cover was observed to be peeling off the base. The keypad cover was removed and contamination was found under the up arrow and contrast button contacts. Also unrelated to the complaint, evaluation revealed that the display was dim, faded, and discolored. The complaint that the battery compartment was damaged was not able to be duplicated during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).